Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in three pieces. External insulation abrasion was found at 32.0 ¿ 32.6 cm from the distal tip consistent with friction to the device can. The external insulation abrasion was found proximal to the suture sleeve tie impression, which was noted at 28.0 cm from the distal tip breaching the ring electrode cable lumen with one ring electrode etfe cable coating also found to be abraded consistent with friction to the device can. The cause of the reported event is due to the external insulation abrasion proximal to the suture sleeve tie impression breaching the ring electrode lumen with exposed ring electrode cable conductor consistent with friction to the device can.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over sensing noise. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.